Event description:
It was reported that "the device was plugged into a power source. While it was connected and during operation, smoke began to come out from the rear power port of the md, which raised serious safety concerns. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).